Event description:
It was reported that the shaft of a trial spacer broke off in an implant during an l4-s1 anterior lumbar interbody fusion surgery while being used on a patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. A review of the device history records indicates that this complaint is indeterminate.